Event description:
It was reported that an implant movement occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27 mm watchman flx laa closure device with delivery system (wds). During the 45-day post procedure follow-up examination it was discovered that the closure device had shifted proximally. The device was explanted percutaneously on (B)(6) 2022 and the patient fully recovered and was discharged.

Manufacturer narrative:
Used aware date as event date is unknown.

Event description:
It was reported that an implant movement occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27 mm watchman flx laa closure device with delivery system (wds). During the 45-day post procedure follow-up examination it was discovered that the closure device had shifted proximally. The device was explanted percutaneously on (B)(6) 2022 and the patient fully recovered and was discharged. It was further reported that following the explant of the watchman closure device an alternative closure device was implanted.

Manufacturer narrative:
B5 event description: explant procedure information updated.